Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the radiofrequency (rf) port was not working consistently and that the power cord bay door was broken. The rf port on the link electronic module (lem) board was loose, causing the device to have intermittent interrogation and fail functional tests and the lem board was replaced and calibrated to resolve, and software was reloaded and updated. Analysis also noted that the system fan was noisy, the lower case was scratched, the stylus was damaged and there were missing hinge plate screws. All found defective parts were replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the receiver port for the radiofrequency programmer wand was not working. It was further reported that the back power cord and cover were broken, and it was requested that the analyzer port be checked as well to ensure that it was working. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.